Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. It was noted that the capsule trocar needle was advanced. No serious injury to the pt was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for eval. If further info is rec'd or the device returned, a f/u medwatch report will be sent.